Event description:
A us distributor contacted zoll to report that a patient developed a painful skin irritation. The patient reported one of the back-therapy pads was rubbing against the skin causing an irritation. The irritation was described as raw and skin peeling. Field services reported the irritation appeared as a heat rash. There was no alleged device malfunction contributing to the irritation. The patient called the cardiologist who suggested a field service representative come out and assist. The patients wife applied oatmeal lotion to the area. Follow up indicated the irritation improved. Supplemental report 10/15/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a painful skin irritation. The patient reported one of the back-therapy pads was rubbing against the skin causing an irritation. The irritation was described as raw and skin peeling. Field services reported the irritation appeared as a heat rash. There was no alleged device malfunction contributing to the irritation. The patient called the cardiologist who suggested a field service representative come out and assist. The patients wife applied oatmeal lotion to the area. Follow up indicated the irritation improved.